Event description:
The screws do not go through the cooper ligament. Surgeon is unable to fixate the mesh in the inguinal area. Opened a different product and suture to complete the case. It cause additional procedure time.